Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the patient underwent stenting of the 2nd obtuse marginal (om2) with two xience v stents. The following year, the patient was admitted to the emergency room with chest pain. EKG findings indicated non-specific t waves and the troponin level was elevated; the patient was diagnosed with a myocardial infarction. The next day, the patient underwent cardiac catheterization revealing in-stent restenosis. The cath report did not specify which stent within the om2 was restenosed. Ptca was performed as treatment and the following day, the patient was discharged to home. In the same month, the patient was presented to the emergency room in cardiac arrest and expired. No additional event or patient information is available.

Manufacturer narrative:
The second rx xience is being filed under the same MFR number.